Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on 06/29/2018 that on (B)(6) 2018, there was an inaccuracy with the continuous glucose monitor (cgm) values. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.